Event description:
According to the reporter, during a lobectomy procedure, the surgeon clamped the tissue at the central site of lung and started firing. A crack sound was heard and the device could not be fired. They said the tissue was slightly thick. The procedure was completed with another device. The status of the patient is no injury.